Event description:
Caller reported an issue with the cgm, specifically error 42. There was no adverse impact to the customer's blood glucose level. Customer initially did not attempt to reset the pump, but upon reporting the issue, received guidance from technical support on how to perform a pump reset. After successfully resetting the pump, the cgm error code did not appear again, and the caller was able to start their sensor session without further issues.